Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available, legal matter.

Event description:
It is alleged by the attorney through the filing of a legal claim, that the patient underwent surgery for a lapidus bunionectomy on (B)(6) 2017 where she was implanted with a left stryker mtp anchorage plate in her right foot. It is further alleged that on (B)(6) 2018, while walking in her cam boot, she felt and heard a crack in her foot and began to experience pain and swelling. X-rays revealed the plate stabilizing her first metatarsal had broken, which required revision surgery on (B)(6) 2018. They further allege the plate was broken through at the point of one of the screw holes.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It is alleged by the attorney through the filing of a (B)(6)2017 legal claim, that the patient underwent surgery for a lapidus bunionectomy on 11/17/2017 where she was implanted with a left stryker mtp anchorage plate in her right foot. It is further alleged that on (B)(6)2018 , while walking in her cam boot, she felt and heard a crack in her foot and began to experience pain and swelling. X-rays revealed the plate stabilizing her first metatarsal had broken, which required revision surgery on (B)(6)2018. They further allege the plate was broken through at the point of one of the screw holes.